Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) verified issue described by customer. Hinge on iabp monitor was not closing properly. Left and right hinge need to be replaced . Replaced both hinges. Verified normal open and close of monitor panels. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) hinge on monitor was not closing. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. A getinge field service engineer(fse) verified issue described by customer. Hinge on iabp monitor was not closing properly. Left and right hinge need to be replaced. Replaced both hinges. Verified normal open and close of monitor panels. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne. The failure analysis and testing department received left hinge right hinge serial number:na with a reported unit failure of display not closing properly. The failure analysis and testing dept. Performed a visual inspection of the part received and found that the hinges are in good condition. However. The fat dept. Found that both hinges are not rotating. Due to the not rotating hinges, the fat dept. Cannot install and investigate any further. Retaining the hinges in the failure analysis and testing dept. Per procedure.

Event description:
N/a